Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent contraception. On or about (B)(6) 2008, plaintiff had an hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Plaintiff reported to her healthcare provider that she was experiencing severe pain and bleeding. On or about (B)(6) 2013, plaintiff saw her physician and underwent a hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding. She underwent a hysterectomy six years after essure insertion. The events, seen as pelvic pain and genital haemorrhage respectively, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016 : ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding. She underwent a hysterectomy six years after essure insertion. The events, seen as pelvic pain and genital haemorrhage respectively, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)2003, (B)(6)2001) and c-section. Previously administered products included for an unreported indication: zyrtec, singulair , wellbutrin , percocet , advair , motrin and zoloft . Concurrent conditions included endometriosis. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2007, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping, lower abdominal pain during cycle)"). On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6)2013. In 2013, the pelvic pain, dysmenorrhoea and vulvovaginal pain was resolving. At the time of the report, the menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet provided. Information added: patient¿s date of birth, medical/drug history, essure lot number, model and removal date, events: (dyspareunia (painful sexual intercourse), dysmenorrhea (cramping, lower abdominal pain during cycle), vaginal pain). Events outcome provided. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) in an adult female patient who had essure (ess205) (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2003, (B)(6) 2001) and multiple caesarean sections. Previously administered products included for an unreported indication: zyrtec, singulair, wellbutrin, percocet, advair, motrin and zoloft. Concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping, lower abdominal pain during cycle) / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy left only 1 ovary). Essure (ess205) was removed on (B)(6) 2013. In 2013, the pelvic pain, dysmenorrhoea and vulvovaginal pain was resolving. At the time of the report, the menorrhagia, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-may-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal . Abnormal bleeding menorrhagia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pain were clubbed to previous events. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding menorrhagia") in an adult female patient who had essure (ess205) (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2003, (B)(6) 2001) and multiple caesarean sections. Previously administered products included for an unreported indication: zyrtec, singulair, wellbutrin, percocet, advair, motrin and zoloft. Concurrent conditions included endometriosis. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping, lower abdominal pain during cycle) / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy left only 1 ovary). Essure (ess205) was removed on (B)(6) 2013. In 2013, the pelvic pain, dysmenorrhoea and vulvovaginal pain was resolving. At the time of the report, the menorrhagia, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.